Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 9 months. The patient remains on lvad support. No additional information has been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to a high lactate dehydrogenase (ldh) level of 1617 u/l. The patient's baseline ldh was in the 500 u/l range and there was concern for lvad thrombus. The patient was continued on plavix and placed on a heparin drip with a narrow partial thromboplastin time (ptt) of 50-60 seconds due to a history of previously unreported gastrointestinal bleeding (gi). On (B)(6) 2016, the patient's ldh had peaked around 1700 u/l and as of (B)(6) 2016 was down to 700 u/l. The patient was bridged to coumadin with an inr goal of 1.8 - 2.2. A system controller log file was provided to the manufacturer's technical services representative for review at the time of admission. The log file reflected an increase in pump power and a decrease in the average pulsatility index over time. The patient's hospital course was complicated by ongoing dark stools and decreased hemoglobin levels which were reported to likely be related to ongoing gi bleeding. A site of gastrointestinal bleeding had not been identified for previous events after a thorough work up, and thus, an additional gi work up was not pursued. The patient required a total of 6 units of packed red blood cells for a hemoglobin goal of 8 g/dl during this hospitalization. The patient was not experiencing any further episodes of melena and the hemoglobin was 9.0 g/dl at the time of discharge. The patient remained hemodynamically stable with no change in baseline heart failure symptoms, their blood pressure was stable on current medications, and the inr was within the goal range. Weekly complete blood count and ldh checks were scheduled. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of elevated lactate dehydrogenase levels and gastrointestinal bleeding could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.